Manufacturer narrative:
Investigation revealed there was no system malfunction. The user reported that this patient had sclerotic or particularly hard bone, which can contribute to skiving. Additionally, investigation of the case logs showed that the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. The software correctly detected this force and alerted the user. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed during surgery.